Event description:
Patient was revised to address fracture of the femoral component. Poly wear was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported device fracture. No evidence was found suggesting product error was a contributng factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.